Event description:
It was reported that catheter issue occurred. The target lesion was located in non-tortuous and moderately calcified peroneal artery. The opticross hd catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, when the device was pulled back out of the patient extreme resistance occurred. It came out of the sheath completely twisted and shredded. The whole catheter was kinked and transducer tip and beyond was fractured. The device was removed from the patient in one piece. The procedure was completed using alternate device. No patient complications were reported.